Event description:
A doctor alleged that a patient experienced a tongue ulceration while wearing the rapid palatal expander appliance.

Manufacturer narrative:
The doctor removed the appliance and the patient was prescribed a chlorhexidine rinse for treatment. A new expansion appliance with a more streamlined design will be fabricated with consideration for patient comfort. To date, the patient is doing fine and has fully recovered.